Manufacturer narrative:
Video location: http://ccclivecases.org/new/complex-coronary/september-2017-ccc-live-case/. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced vessel dissection. The patient was undergoing a percutaneous coronary intervention of the left anterior descending (lad)-d1 bifurcation. A 6f guidezilla¿ ii guide extension catheter was selected for use and advanced through a 7f guide catheter to aid in the delivery of a balloon catheter. During contrast injection through the guidezilla catheter, the catheter moved forward in the anatomy causing a dissection of the left main. The patient remained hemodynamically stable throughout and the procedure was continued with dual stenting of the lesions. The patient did not experience chest pain and EKG was normal. The procedure was completed with no further patient complications. The patient was discharged the following day.